Manufacturer narrative:
Weight, ethnicity: unknown/not provided. Date of event: unknown, requested but not provided. The best estimate date is between dec 14, 2016 and apr 5, 2022. If explanted, give date: not applicable, as the lens remains implanted. Email address: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had intraocular lenses (iols) implanted several years ago in both eyes. The patient returned to the doctor six months after the initial surgery with a complaint that the vision was not good. The doctor informed the patient that there was a "growth" and the doctor "cut the growth out with a laser." The patient was told by the doctor that glasses would be needed to see. The patient was told that an iol exchange was not possible. No further information was provided. This report is for the right eye event. A separate report is being filed for the left eye event.